Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260; serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿being really funny¿ and was not working at all. The patient had tried turning the ins off, then back on, and tried increasing the stimulation because they didn¿t feel like it was working at all. The programmer showed that the stimulation was on but, even after increasing the stimulation, the patient did not feel anything. Then all of a sudden, the device started ¿vibrating¿ a little bit. They still felt there was something wrong. The patient was in a lot of pain because they were without the stimulation because it was not working properly. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.